Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and bard mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent partial mesh removal on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, prolapse with a cystocele, and a rectocele. It was reported that following insertion the patient experienced abdominal pain/pressure, spotting, fecal incontinence, urinary tract infections, erosion, exposure, vaginal bleeding, pelvic pain/pressure, dyspareunia and urgency. It was reported that the patient underwent mesh revision in 2010 due to mesh erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 07/06/2016. It was reported that following insertion the patient experienced urinary urgency, incontinence and urinary frequency. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary urgency, incontinence and urinary frequency.